Event description:
It was reported that the patient had been using stimulation, sometimes 24 hours a day, since (B)(6). Recently the patient had been using stimulation 24/7. However, the usage report indicated 0% usage since approximately (B)(6) 2011. There were no reports of data prior to (B)(6) 2011. Total usage hours show less than 2 years of stimulation use, but the patient had been implanted for 3 years. The patient arrived at the physician's office with the ins off and at initial interrogation stimulation was showing off. The diary data indicated that the patient had not used stimulation at all since the last clinician programmer interrogation on (B)(6) 2012. Past clinician programmer sessions the physician had with the patient since (B)(6) 2012 also indicate 0% use time. Upon interrogation a second time with the clinician programmer, the ins displayed 100% use with less than 1 hour, which was consistent with what it should have shown. It was noted that the patient had worsening pain and received an implantable pain pump in (B)(6) 2011. The patient was getting some benefit from stimulation. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the patient was meeting with the manufacturer representative today to check on her system and check diary data as patient's doctor was concerned about discrepancy between patient who indicated she was using her stimulation most of the time and her diary which indicated she used it less than that. From the last 8840 session of (B)(6) 2012 it showed 17% usage of stimulation, 300 hours of use since last 8840 session and 15,981 hours stimulation used since implant. The patient did have stimulation off coming into session while driving. The patient indicated that stimulation was working fine when doctor asked her about her stimulation use. In the diary, there was no use of stimulation since (B)(6). An impedance check was done and found in the normal range, 1373-2186 ohms. Subsequent information received reported that manufacturer engineering resources confirmed that the patient had stimulation on 17% of the time between (B)(6). Key data in the diary file indicated the following: patient did have stimulation on for most/all of the time prior to july 31 (300 hours on session report, or about 12 days of stimulation use); the patient last her stimulation therapy (it was automatically turned off) on (B)(6) due to low battery charge wherein the patient charged the device on (B)(6) from 3.575 volts to 3.855 volts (a patient will lose stimulation once falls below 3.575 volts); stimulation was never turned back on after (B)(6), though she did recharge two other times on (B)(6); over impedances were a little on the high side but nothing to call an open circuit and nothing that would prevent feeling stimulation; and nothing to indicate the diary data was corrupt or data not valid. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 8840, product type: programmer, physician. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension . (B)(4).